Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2010. Prior to implant, the device was stored at 20 degrees celsius. Reportedly, the battery impedance dropped a few minutes after implantation : - before implantation at 10h07: 1, 18 kohm - after implantation at 11h19: 1,18 kohm - after implantation at 11h22: 0,10 kohm normal operation was observed afterwards.

Manufacturer narrative:
December (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.